Manufacturer narrative:
Visual and functional inspections were performed on the returned device and the reported rupture and inflation issues were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported inflation issue and balloon rupture appears to be related to operational circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that during advancement the balloon became compromised and/or damaged against the anatomy and or other devices used resulting in the reported balloon rupture and inflation issues. The noted scratch/scratches at the rupture site also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced has been filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery. A 2x120mm armada 14 percutaneous transluminal angioplasty (pta) was advanced without resistance. The balloon completely failed to inflate while losing pressure as a balloon rupture was noted. A 2.5x60mm armada 14 pta was advanced, and the balloon partially inflated only up to 4 atmospheres but was also losing pressure as a pinhole balloon rupture was noted. A 2x60mm armada balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.